Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button became detached from the pump. Reportedly, the customer was able to repair and continued to use the pump for insulin delivery. There was no reported adverse impact.